Event description:
It was reported that a vns pt developed pneumonia following generator and lead replacement surgery on (B)(6) 2012. The pt is being treated with antibiotics. The surgeon indicated that the pt likely aspirated after surgery. No additional info was provided.